Event description:
Clinical narrative: an impella 5.5 was inserted for the support of a 64-year-old female patient in 2021. In june of 2026, there was a publication discovered inclusive of this patient support. The patient had a crack in the purge which is a product malfunction allegation. The malfunction was not noted to cause any harm or injury. Per the publication the patient survived the event and malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is based on a systematic literature review and reports an adverse event associated with the impella 5.5. The incident is described in the article titled "adding an extension piece to the end of the purge side arm of the impella device can prevent the incidence of the cassette breaking and decrease the impella device failure rate: impact of practice change on patient outcome." By satashia p et al published in perfusion. 2024 nov;39(8):1757-1760. Doi: 10.1177/02676591231220305. Epub 2023 dec 7. Pmid: 38060246. The literature reports that a retrospective chart review was performed between august 2021 and may 2022. Of 13 patients reviewed, 4 patients experienced a cracked purge cassette. Related medical device reports: this impella 5.5 device report is one of four devices associated with the reported events. Refer to the related manufacturer report numbers documented in section h10 for the additional impella 5.5 devices associated with the other reported patients.